Event description:
Customer reported taking 9 units of novolog insulin based upon an aviva system blood glucose result of 221 mg/dl. When she retested over ten minutes later, her result was 100 mg/dl. She passed out, emt's were called, who measured her blood glucose at 31 mg/dl with their system less than 10 minutes after the 100 mg/dl result. She was treated and hospitalized. This case was reported based upon the qualifying elements of the discrepancy and the reporter's uncertainty about the timeline of events.